Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced oversensing (p wave sensing). An invasive procedure was performed and the physician elected to add a new bipolar (rate sensing) lead. The rate sensing portion of the transvenous defibrillation lead was capped and the high voltage portion remains active. The ICD was replaced for normal battery status.